Event description:
It was reported to covidien that three pedicap detectors, all with the same lot number, did not change color during use on the same patient. There was no patient harm.

Manufacturer narrative:
The failed sample was discarded. Covidien ref (B)(4) (3 of 3, ref 2936999-2013-00691, 2936999-2013-00694).